Event description:
It was reported that an alert/notification settings issue occurred. The reported complaint was confirmed through testing of a model variant. The probable cause was determined to be the setting on the knox portal for samsung a15 phones installed with knox mdm software. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"missed alert/notification" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.